Event description:
Covidien received info stating that the ht70 plus ventilator after booting up, did not respond to any change in settings. There was no pt involvement.

Manufacturer narrative:
The returned device was inspected and the reported issue was verified. The failure investigator replaced the coin battery. The software was also updated. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to MFR specifications. (B)(4).